Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarms compromised force system sensor during every pump rewind. The customer's blood glucose reading was 122 mg/dl at the time of incident. Troubleshooting found that the customer has a back up plan and customer was advised that a new replacement device would be sent. No further details given.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the stop current, run current and displacement tests. Unable to perform the self test, unexpected restart, off no power, occlusion or no delivery alarm test due to the alarm. The pump had broken battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, minor scratches and a cracked display window.